Event description:
It was reported that the patient had a loss of therapeutic effect. A year ago, (B)(6) 2011, the patient had a seizer that lasted 20 minutes where the patient's chest was "vibrating wildly" where his implant was located and "jumping madly." The patient went to the hospital and "release touch and go for a while." The patient had been normal for the past 8-9 months. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3389s-40, lot# v534487, implanted: 2011 (B)(6), product type lead, product ID 3389s-40, lot# v534487, implanted: 2011 (B)(6), product type lead. (B)(4).